Event description:
A pt reported blood glucose results of 197 mg/dl with a lifescan meter and 137 mg/dl with one touch basic meter (invalid comparison), performed within 10 minutes of each other. The customer service representative walked the pt through two consecutive control solutions tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter and test strips were replaced.